Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. Note: this report includes evaluation findings. No additional info is expected. Evaluation summary - the complaint narrative clearly states that when the device is on, the display is blank. However, the user disposed of the actual complaint device and the lot number is unk; thus, an investigation was not possible. Malfunction unk. Improper use and storage: there is evidence of improper use. The user, aware of the malfunction and not knowing the number of units dialed or delivered, continued using the device. This behavior action can result in an underdose or overdose.

Event description:
This spontaneous case, reported by a diabetes care nurse via a sales rep, concerns a male pt of unk age and origin. The pt's medical history and concomitant medication were unk. The pt received insulin lispro (humalog), unk dosage regimen, for an unk indication, starting in 2008. On the same day, the pt received a humapen memoir (unk lot), because he had switched to insulin lispro. On an unk date, the pt had told the nurse that at a certain moment the pen was not functioning anymore, the display was blank (the reporter stated that she thought the display was completely blank). He did inject himself with the pen, but couldn't see how many units he had injected or if he injected the insulin lispro at all. This took two days before the pt had reported this to the diabetic nurse. The pt received a new pen, but when arriving home his blood sugars were not correct anymore. It was unk whether the cartridges had been replaced as well. On the following month, approx seven weeks after starting insulin lispro, the pt complained of nausea and vomiting, after which he was taken to the hospital by ambulance with a diagnose of ketoacidosis. The pt's laboratory results on the same day included a blood glucose level of 37 mmol/l (normal range not reported). It was unk whether the pt received any corrective therapy. It was unk whether the pt had recovered from the ketoacidosis or whether he had been discharged from hospital. This case is associated with another device. The operator of the device was the pt who also changed the cartridges. It was unk if the pt was a trained user. It was unk how long the pt had used the device. The device was disposed (it had been thrown away by the pt). Refer to results/conclusion section. The reporting nurse did not report an opinion of relatedness between the insulin lispro or humapen memoir and the event of ketoacidosis. Update 12-may-2008: additional info received on 07-may-2008 from the initial reporter and 12-may-2008 from gpcms: added that pen had been thrown away by the pt, added that the pt was the operator of the pen and that he also changed the cartridges himself, added comment regarding pen display being completely blank, added analysis summary to qc info tab, updated EU/ca button and added refer to results/conclusion section to narrative, changed improper use/storage from no to yes; all relevant fields updated.